Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1sne0, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 27-jun-2022, UDI#: (B)(4). Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their device had been working well until the stimulation stopped helping their symptoms. The patient reported the stimulation didn¿t feel right so they had gone to the healthcare physician (hcp) office to check on their device and the nurse said that their leads were shot. The patient stated that they had been going to get their device replaced at the end of (B)(6) 2019 before their insurance ran out but noted they had a blood pressure issue (not alleged to be related to the device/therapy) and they couldn¿t go through with it. The patient wanted to know why their leads didn¿t last very long? Patient services reviewed the information with the patient. The patient stated the nurse confirmed at least 3 of their leads were shot in (B)(6) 2019. The patient was redirected to their healthcare physician (hcp) to follow up discussion of replacement and therapy status. There were no further complications reported.